Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had fluctuating blood glucose (bg) levels ranging from 57-419mg/dl, between the dates of (B)(6) 2015. Low bg levels were treated by consuming orange juice, graham crackers, and peanut butter. High bg level were treated by administering a correction bolus.